Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident device keeps rebooting when powered on was evaluated. Observed rear case is from another device. Investigation compromised. Device unrepairable. Device returned labeled not for clinical use. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.